Event description:
Boston scientific received information that this right ventricular (rv) lead came undone. There was no further information given with this event. To date, the lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.